Event description:
A us distributor contacted zoll to report that a pt experienced an inappropriate defibrillation. The pt was at the hosp and conscious at the time of the event. Rapid atrial fibrillation with a rapid ventricular response at 190bpm contributed to the false detection. It was reported that the pt pressed the response buttons. A review of the downloaded data confirms that the response buttons were pressed intermittently before the treatment was delivered, but the response buttons were not pressed during the treatment sequence that resulted in the inappropriate defibrillation treatment. The electrode belt was disconnected right as the treatment was being delivered. Therefore, the post-shock rhythm was not visible. A pt service rep will visit the pt in the hosp.

Manufacturer narrative:
There was no death or device malfunction associated with the inappropriate defibrillation. A pt service rep will visit the pt in the hosp. Explanation of device eval was accomplished through a review of the pt's downloaded data file. Review of the data does not indicate any device malfunction related to the defibrillation event. Mfg date: monitor: (B)(4): 04/01/2010 - reuse; electrode belt (B)(4): 05/01/2011 - reuse. Add'l inappropriate defibrillation narrative: inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Pts are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. The current commerical defibrillation (B)(6). A summary of the safety and effectiveness data (ssed), including the inappropriate defibrillation safety objective supporting FDA's approval of the lifevest, can be found at http://www.accessdata.FDA.gov/cdrh_docs/pdf/p010030b.pdg.